Event description:
This report is being filed after subsequent review of the following journal article, connelly, c.l., md and archdeacon, m.t., md. (2012). The lateral decubitus approach for complex proximal femur fractures: anatomic reduction and locking plate neutralization: a technical trick. J orthop trauma. 26(4), 252-257. The authors presented lateral positioning as a technical trick for anatomic and stable reduction of complex proximal femur fractures with proximal femoral locking plates and presented a series of 10 cases that were treated with this combination of approach and internal fixation. Ten patients with acute intertochanteric¿subtrochanteric fractures between 2007 and 2010 were managed with the strategy outlined in this technical trick. There were nine males and one female in the series. Mean age was 49 (range, 25¿81 years). All procedures were performed in the lateral decubitus position and all fractures were stabilized with a proximal femoral locking plate. Three fractures were treated with a synthes pf-lcp (proximal femoral locking compression plate) and the remaining seven fractures were treated with the plate of a competitor. Anatomic reductions were achieved in seven cases (70%) with the three remaining cases classified as near-anatomic. There were no perioperative complications. Four patients were lost to long-term follow-up. There was one late failure of fixation (associated with a non-union) with varus collapse of the femoral neck and proximal screw cutout occurring 12 months postoperatively. This patient was one of three who had a near anatomic reduction versus an anatomic reduction and was the oldest patient in the series (81 years of age). This patient first underwent implant removal of the proximal screws, but as a result of continued pain, ultimately went on to total hip arthroplasty. This report is for an unknown locking compression plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking compression plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).